Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the device. The results of the testing confirmed the nbp measurements are inaccurate as the problem could be replicated. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device was out of calibration. The issue was resolved by calibration of the nbp and the product is back in service. E1: reporting institution phone#: (B)(6).

Event description:
05r_145_8a_863300_users believe nibp measurements are inaccurate.